Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation and stenosis. According to the operative report, the repair initially looked good, but then she developed worsening regurgitation and then developed stenosis with a gradient that was approaching 10. Therefore, the decision was made to perform mitral valve replacement.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it was partially deployed with the clip visible and still loaded on the carrier tube. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. However, the device was safely removed by activating the safety release mechanism as instructed in the instructions for use. Based on the investigation findings, the probable root cause for the incorrect garage block displacement and subsequent failure to completely deploy the thumb advancer and split the sheath is due to the resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received 11/1/2010 stating, when advancing the thumb advancer it was noticed that the nitinol clip was exposed at the tip of the clip delivery tube. At this point, the procedure was aborted. Resistance was felt by the operator.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when deploying the clip, it was noticed that the clip was coming out of the clip delivery tube. In accordance with the instructions for use, the safety release mechanism was used to facilitate device removal. Manual compression was used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.